Manufacturer narrative:
The returned device was evaluated and no issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 371 mg/dl while wearing the pod for longer than 48 hours. The pod adhesive was reported to be wrinkled. In addition when removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient applied a new pod. The patient's blood glucose and insulin history are as follows: (B)(6).